Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome, myofascial pain syndrome, and spinal pain. It was reported that the patient had to increase their stimulation in order to obtain the therapy benefit. The patient reported an increased "sensation" when bending over at times and after they needed more stimulation to feel the therapy (4-6 volts vs. 1.5-2 volts). Impedances with electrodes 0 and 8 were greater than 10,000 ohms while others ranged between 900-3,500 ohms. There were no recent falls or trauma reported, the patient's last fall was about 2 years ago. An impedance check showed that 0-1 were greater than 40,000 ohms, 0-2 were greater than 40,000 ohms, 0-3 were greater than 40,000 ohms, 8-9 were at 10,700 ohms, 8-10 were at 10,800 ohms, and 8-11 were at 10,000 ohms. The representative discussed with the patient that the lead might need to be revised due to its age. The patient had also been recharging more than expected. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device only turns on when it is set at high settings (400/500) but she usually sets it at 175/185. The patient said a rep couldn't get it on either and now, she can't use it because it makes her nauseous when it is that high. No further complications were reported.

Manufacturer narrative:
Product ID: 3998, lot# l78337, implanted: (B)(6) 2002, product type: lead; product ID: 3998, lot# l78337, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the consumer reported that she had been in pain for eight weeks and had not heard anything about getting the device replaced. The patient stated that the device had turned itself off twice in the past and that this had started in october.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative was able to program the remaining electrodes to provide the patient with some therapy. They asked their doctor to work on authorizing a lead revision and ins replacement. The patient was charging more often due to their attempt to overcome their impedance issues by increasing the amplitude. No further complications reported.

Manufacturer narrative:
Section 'concomitant' information references the main component of the system and other applicable components are: product ID: 3998, lot# l78337, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance issue was believed to be due to micro fractures in the lead. The physician was considering options for replacement. No further complications reported.

Event description:
Information was received from a consumer and a manufacturer's representative on mar-06 2019. Regarding an implantable neurostimulator (ins) for failed back surgery syndrome, myofascial pain syndrome, and spinal pain. It was reported that the patient had to increase their stimulation in order to obtain the therapy benefit. The patient reported an increased "sensation" when bending over at times and after they needed more stimulation to feel the therapy (4-6 volts vs. 1.5-2 volts). Impedances with electrodes 0 and 8 were greater than 10,000 ohms while others ranged between 900-3,500 ohms. There were no recent falls or trauma reported, the patient's last fall was about 2 years ago. An impedance check showed that 0-1 were greater than 40,000 ohms, 0-2 were greater than 40,000 ohms, 0-3 were greater than 40,000 ohms, 8-9 were at 10,700 ohms, 8-10 were at 10,800 ohms, and 8-11 were at 10,000 ohms. The representative discussed with the patient that the lead might need to be revised due to its age. The patient had also been recharging more than expected. No further complications reported. Additional information received from a manufacturer's representative on 2019-mar-07. It was reported that the representative was able to program the remaining electrodes to provide the patient with some therapy. They asked their doctor to work on authorizing a lead revision and ins replacement. The patient was charging more often due to their attempt to overcome their impedance issues by increasing the amplitude. No further complications reported. Additional information received from a manufacturer's representative on 2019-mar-07. It was reported that the cause of the impedance issue was believed to be due to micro fractures in the lead. The physician was considering options for replacement. No further complications reported. Additional information received form the consumer on 2019-may-06 reported that she had been in pain for eight weeks and had not heard anything about getting the device replaced. The patient stated that the device had turned itself off twice in the past and that this had started in october. Additional information received from the patient on (B)(6) 2019. It was reported that the patient stated for the past 8 weeks and 4 days their stimulation was "messed up". The patient was in so much pain and it was turning itself off and they only received 2 days of relief before it turned off. They requested that a representative called them. No further complications reported. Additional information was received from the patient on (B)(6) 2019. It was reported that the device only turns on when it is set at high settings (400/500) but she usually sets it at 175/185. The patient said a rep couldn't get it on either and now, she can't use it because it makes her nauseous when it is that high. No further complications were reported. Additional information was received from the patient on (B)(6) 2019. It was reported that the new battery on (B)(6) 2019 and surgery did not improve their spinal cord stimulation. The cause of the high impedances was undetermined, but the rep mentioned that it could be due to the age of the leads. On december 3, 2019 the hcp and rep, a refer to another surgeon was decided to cleavor the leads of scar tissue and possible lead wire change out. Patient reported they are no longer on pain meds. Patient reported their heart desired to have their scs working again. They reported 80% pain relief. Patient reported they have been without stimulation since (B)(6) 2019. Working on resolution. Additional information reported on (B)(6) 2020 that the patient fell off the stairs and caught herself against a guard rail and twisted her body in oct/nov. 2019. Patient lost stimulation pattern since the fall.

Manufacturer narrative:
Concomitant medical product: product ID 3708360 lot# serial# (B)(6) implanted: (B)(6) 2006. Explanted: product type extension product ID 3708360 lot# serial# (B)(6). Implanted: (B)(6) 2006. Explanted: product type extension product ID 3998 lot# l78337 serial# implanted: (B)(6) 2006. Explanted: product type lead product ID 3998 lot# l78337 serial# implanted: (B)(6) 2006. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l78337, implanted: (B)(6) 2002, product type: lead. Product ID: 3998 ,lot# l78337, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient stated for the past 8 weeks and 4 days their stimulation was "messed up". The patient was in so much pain and it was turning itself off and they only received 2 days of relief before it turned off. They requested that a representative called them. No further complications reported.